Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient experienced dyskinesia which caused the patient to fall every day and they had freezing problems with the previous ins. The patient had their previous ins replaced two days prior to report. Further follow-up was being conducted to determine what troubleshooting was performed and what the cause of the dyskinesia, falls, and the falling problems were. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient and health care provider (hcp). It was reported that the battery was explanted because it reached its end of life (eol). The health care provider (hcp) also reported that the episodes of freezing, dyskinesia, and falling were unrelated to the device/therapy. The patient reported experiencing insomnia and anxiety; he is able to fall asleep but won't stay asleep. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).